Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00332. It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee of the right leg. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon immediately ruptured. The device was completely removed from the patient's body and another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced and dilated the lesion. However, when the balloon was inflated, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote es balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole at the markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00332. It was reported that balloon rupture occurred. Vascular access was obtained via right femoral artery utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee of the right leg. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon immediately ruptured. The device was completely removed from the patient's body and another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced and dilated the lesion. However, when the balloon was inflated, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote es balloon catheter. No patient complications nor injuries were reported.